Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a self-test on a hospital owned power module was unable to be performed. The power module was reset, unplugged, and the backup battery was disconnected and reconnected and the issue did not resolve.

Manufacturer narrative:
Section d4 correction. Section g3 PMA # correction. Section h8 correction. Manufacturer¿s investigation conclusion: the reported event of not being able to perform a self-test on the heartmate power module was confirmed during evaluation. The returned power module, serial number (B)(6), was evaluated and tested at the service depot on 09may2025. The unit was connected to ac power and did not boot up as intended. The main printed circuit board (pcb) was replaced, and the issue resolved. The power module was then functionally tested and passed. The unit was returned to the customer for further use, and the main pcb was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the main pcb was connected to a known working power module text fixture. The unit was connected to ac power and the visual indicators on the front panel did not illuminate and a self-test was unable to be performed. The main pcb was analyzed and revealed the microprocessor was not functioning as intended. The microprocessor is responsible for multiple functions, including powering on the visual indicators, and detecting when a self-test is being requested; therefore, damage to this component would result in the reported and observed issues. The microprocessor was replaced with a known working microprocessor and the issue resolved, isolating the issue to this component. The reported event was determined to be due to a compromised microprocessor. The device history records were reviewed, and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 05sep2023. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section f, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.